Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 9, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date), g4 (date received by manufacturer), g7 (indication that this is a follow-up report), h2 (follow-up due to additional information and device evaluation), h3 (device evaluated by manufacturer), h4 (device manufacture date), h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device, method code #2: 11 - testing of device from same lot/batch retained by manufacturer, method code #3: 3331 - analysis of production records, results code: 3259 - improper physical structure, conclusions code: 4307 - cause traced to component failure. The affected sample was returned for evaluation and confirmed the arterial thermistor to be non-functioning. A representative retention sample from the same product/lot number combination was tested and found to be functioning properly. The root cause of the issue has been determined to be a high insertion force during assembly of the thermistor into the oxygenator module coupled with exposure to extreme temperature fluctuations. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arterial probe was faulty. No patient involvement. Product was changed out. Procedure was completed successfully.